Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.

Event description:
The patient reported their blood glucose (bg) level reached 350 mg/dl, while wearing the pod between 4 and 24 hours. They reported the pink slide did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, the patient reported the cannula was inserted in the infusion site (abdomen) and was visible when the pod was removed. Additionally, the patient reported there was some redness at the infusion site. As treatment, the patient administered insulin manually via injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s926usqs4byf2 hardware: sm-s926u cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.